Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to be defective. There was no report of patient involvement. Isi followed up with the initial reporter and obtained the following additional information: the problem with the fenestrated bipolar forceps instrument only occurred in the sterilization department. I assume that it happened during the cleaning phase or something similar. The instrument was sent back to us in the operating room unsterilized so that we could send it for complaint. This incident did not happen intraoperatively. The wires on the wrist of the instrument were torn, there were no loose parts.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.